Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The sculptra was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-jun-2024 by a nurse practitioner concerning a 47-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 1 vial (8 ml) of sculptra, 4 ml to each side of temple using 25g 1.5 needle with bolus technique on periosteum (unknown lot number and injection technique). The 1 vial of sculptra was reconstituted at 9 ml dilution properly. The sculptra was injected to temples (off label use of device). After 10 days of treatment, in (B)(4) 2024, the patient noticed lumps/nodules (implant site nodule) bilaterally. The patient was advised that the material was likely tracked back through the needle hole to the subcutaneous plane and noticed that it was not adequately distributed. On (B)(6) 2024, the patient returned to hcp office with visible nodules and were injected with 2 rounds of saline [sodium chloride] weekly without improvement. Later, the patient was treated with 80 mg/ml of kenalog [triamcinolone acetonide]. As of (B)(6) 2024, the patient had little to no improvement. On (B)(6) 2024, the hcp reported that one nodule was surgically removed in (B)(6) 2024, but the other nodule was too close to a nerve. Outcome at the time of the report: lumps/nodules was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(4) 2024 from the same reporter: case upgraded to serious. Reporter details, event onset date and corrective details were updated.